Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on mar 19, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was cut in half with one haptic bent and damaged. The other haptic was broken off; however, a piece of the haptic remains inside the radial hole. Damage on the surface of the lens was also identified. No further issues were observed. The complaint issue "mechanical issues" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is prior to jan 2, 2025. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an monofocal intraocular lens (iol) was explanted from a patient right eye during a secondary surgical procedure due to breakdown (mechanical) issue of the iol. There were no unplanned (vitrectomy, incision enlargement or sutures) required. The replacement lens was a non-johnson & johnson lens of +21.25 diopter. The patient outcome was not provided. No further information was provided.